Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that, when docking the unit, a wire from the motion batteries got hunt up on the generator event that then had an electrical event occur. To resolve the issue, the wire harness, motion battery charger and motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion battery charger was returned to the manufacturer for evaluation. Testing found that five diodes on the board were electrically overstressed. The suspect wire harness was returned to the manufacturer for evaluation. Testing found that the wire had shorted resulting in electrical overstress. The motion batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the motion battery charger was out of specifications. There was no patient present when this issue was identified. No additional information was provided.